Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and environmental chamber testing without duplicating any ECG related issues. An internal inspection resulted in no findings. After a complete evaluation, determined device is working as intended. The device was recertified and returned to the customer. Review of the device activity logs did not show any ECG related fault. It is important to note the customer was using third party pads. Zoll recommends use of only approved electrodes recommended by zoll. Zoll makes no representations or warranties regarding the performance or effectiveness of its products when used with pacing/defibrillation electrodes or adapter devices from other sources. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat an 86-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.